Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one conductor wire was broken at the yaw pulley exit. The wire was noted to have been detached from its connection at the grip. The instrument electrical continuity test did not pass. The yaw pulley showed no evidence of arcing. Failure analysis investigation also found the yaw pulley was missing a .285 x .091 piece opposite the conductor break, thereby allowing the grip to move within the pulley and had a larger range of motion in yaw. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the yaw pulley found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed a broken cable on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.